Event description:
The user facility in japan reported a 78-year-old female post cardiotomy cardiogenic shock and with low cardiac output syndrome undergoing aortic valve replacement (avr) surgery was scheduled to be switched to an impella cp when weaned from cardiopulmonary bypass after surgery. After impella cp was inserted, there was severe bleeding near the avr anastomosis, and although the condition was observed for several hours, the amount of bleeding did not change. The impella was removed and an intra-aortic balloon pump was inserted. The doctor stated that the impella entered deeply, and at that time, the flow at the outlet site may have interfered with the aortic valve anastomosis site. A blood transfusion was performed. On (B)(6) 2023, abiomed was made aware of an update/new clinical report, that the bleeding was from the graft anastomosis. Additionally, before the cardiopulmonary bypass, the patient's chest had been opened; bleeding was able to be confirmed visually.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿ ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Manufacturer narrative:
The investigation for the reported vascular damage has been completed. According to the clinical, shortly after placing the impella cp device, bleeding was observed near the avr anastomosis. The physician noted that during insertion there was a situation where the pump entered deeply. This bleeding persisted for several hours until the pump was removed and replaced with iabp in an attempt to resolve the issue. No product was returned for a visual inspection. Data log analysis was not necessary for this complaint. The most likely cause of the great vessel vascular damage was use related. The instructions for use for the impella cp with smartassist in section: potential adverse events (united states) states ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ added- h6 clinical code 1888 in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission. F6/f8 should have been left blank in the initial report.